Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no product information was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that a patient has metal reactions and swelling after implantation of an ankle fix 4.0 plate. It was stated that the patient had metal reactions and swelling. Fixation problems even with locking screw was reported. Also that "the screws come out of the plate and the hole construct is failing". No further documents were provided. Review of internal documents: the surgical technique ankle fix system 4.0 contains information and illustrations about all the steps needed for the implantation of a ankle fix plate. Neither x-rays, operative notes, office visit notes, nor devices or photos of the reported devices were received; therefore the condition of the components was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as it unknown if a revision already took place as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changed this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a normed generic trauma on unknown date and it is unknown if a revision surgery already took place. It was stated that the patient had metal reactions and swelling. Fixation problems even with locking screw was reported. Also that "the screws come out of the plate and the hole construct is failing"